Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, therefore, the failure mode cannot be confirmed. However, a records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device history record (DHR) review confirmed the labeling, material, and process controls were within specification.

Manufacturer narrative:
(B)(4). A supplemental MDR will be submitted upon the completion of the plant investigation.

Event description:
A user facility reported that an intensive care unit (ICU) patient was undergoing their prescribed dialysis treatment when the access needle dislodged from their arm. Reportedly, the 2008k hemodialysis machine did not alarm. The patient lost an estimated 450cc of venous blood mixed with intravenous fluid. The needle was covered with a towel so the dislodgement was not noted immediately. The patient required a blood transfusion as a result of this event. The patient continued with their dialysis treatment per the normal schedule following this event without any further issues. The patient's current condition was noted as being "fine."

Manufacturer narrative:
The patient medical records were provided by the facility on february 8, 2016. A clinical investigation was performed to identify a causal relationship between the hemodialysis treatment and the adverse event. The medical records fail to note whether or not the hemodialysis machine generated an alarm when the needle dislodged. There is not enough documentation in the medical record to conclude that the machine malfunctioned, leading to hemorrhagic shock.

Event description:
The patient experienced hemorrhagic shock from the dialysis site. A code was called. The patient was intubated, administered adult cardiac life support medications, received a central line and was administered 2 units of packed red blood cells. The patient was admitted into the intensive care unit and diagnosed with hemorrhagic shock and acute ventilator-dependent respiratory failure, likely secondary to hemorrhagic shock. Patient continued hemodialysis treatment. Patient was extubated and steadily improved. The site clinical nurse manager provided follow-up information which confirmed the bloodline was not a fresenius product. She revealed that the blood tubing set was another manufacturer's device. She further indicated the needle dislodgement likely occurred due to an improper taping technique and noted that their local site procedures were being updated to clarify the taping process. Patient's dialysis orders were as follows: dialyzer f-180. Ultrafiltration rate: 1000ml/min. Dialysate na: 140meq/l. Dialysate k: 3meq/l. Dialysate ca: 2.5meq/l. Blood flow rate: 200ml/min. Dialysate flow rate: 500ml/min.